Manufacturer narrative:
Additional information was received on (B)(6) 2015. The product associated with lot# 2j01217 was manufactured according to specification. After a thorough batch review, no discrepancies, non-conformances or deviations were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported the patient developed three granulomas (size unknown) at the mucocutaneous junction under the skin barrier. The patient sought treatment from a wound ostomy care nurse and was issued a prescription for silver nitrate. The granulomas resolved with use of the silver nitrate. In addition, the patient discontinued use of the product, opting for a more appropriately sized skin barrier. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.